Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7076879/7076645. UDI: (B)(4), UDI: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) incision site had opened. Infection is at right shoulder. Symptoms wound odor was noted. The physician believe that the infection was not device related. The patient underwent a spinal cord stimulation (scs) explant procedure and was administered antibiotics. The patient was doing well postoperatively. The explanted device components were discarded by the facility.